Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly and received motor error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the act button on the insulin pump was harder to press, and there were button errors, and the buttons were less responsive. The customer also reported cracks in casing, chips or hairline fractures, battery cap worn bad, squirting of insulin during priming, and the insulin pump had become louder during rewind. The insulin pump will not be returned for analysis.